Event description:
After detecting a shockable rhythm in AED mode, it was reported that the device failed to deliver charged energy to a patient. Users switched to another defibrillator and successfully provided patient care. The reporter informed that the reported issue had no adverse effect on patient. There were no further details on the event and/or patient provided. The facility biomed evaluated the device and was unable to duplicate the reported issue.

Manufacturer narrative:
(B) (4). Physio-control's device evaluation is anticipated, but have not begun. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.